Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to high, out of range impedances of greater than 3000 ohms. This lead remains implanted and in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).